Manufacturer narrative:
The mega suturecut needle driver instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the instrument's grip cable was broken at the distal idlers. The cable segment was sticking out at the wrist of the instrument. The other cables at the wrist were not damaged. Failure analysis investigation also found damage on the idler pulley where the broken cable was routed. The instrument's idler pulley exhibited abrasion marks to the pulley rim and face. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the damage to the pitch cable could likely cause or contribute to an adverse event, if the malfunction were to recur.

Event description:
It was reported that during a da vinci hysterectomy procedure, a broken cable was identified on the mega suturecut needle driver instrument. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported. Nothing reportedly fell into the patient.